Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached the results of our investigation. (B)(4).

Event description:
It was reported that the patient was admitted with left achilles wound infection. The patient was taken to surgery for irrigation and debridement of left achilles tendon, removal of hardware from left calcaneus, insertion of antibiotic beads, and application of wound vac hardware.